Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for peritonitis. Treatment details were not reported. Fifteen days after the event onset while still hospitalized, the physioneal and nutrineal were discontinued and the patient was switched to hemodialysis. At the time of this report, the patient had not recovered. No additional information is available.